Event description:
The dealer, on behalf of the end user, forwarded an e-mail advising that the end user had a bruise from transferring that had not healed and had become stage 4 decubitus. The end user alleges that repeated contact with the wheelchair's sideguard contributed to the bruise. End user was scheduled for surgery in 2009.